Event description:
Plates & screws implanted in maxilla in 2007. Patient came in for check up at 3 months, doctor noticed some movement. At 6 month check up, took x-rays, determined plate was broken. Removed in 2008.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.